Event description:
It was reported that deployment of the proglide sutures were achieved in the right and left common femoral artery using the preclose technique before a interventional procedure. Reportedly, after suture deployment of four proglide devices, two in the right common femoral artery and two in the left common femoral artery, when attempting to rewire the vessel with the proximal end of the wire, resistance was felt. The wire was reversed and the distal end was used successfully to rewire the vessel. Hemostasis was achieved with the sutures of the proglide device. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide devices are being filed under separate medwatch MFR numbers. Device (B)(4) will be added for use of the 9fr and 12fr sheath, per instructions for use, under indications for use: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5fr to 8fr sheaths. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.